Event description:
It was reported that a spectrum pump had failed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'failed downstream occlusion' was not reproduced during evaluation as the pump passed the downstream occlusion testing within the specifications. A review of the event history log revealed few random occurrences 'downstream occlusion!' Messages. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.